Manufacturer narrative:
Additional information was received that the patients ipg site was irritating. The patient underwent an explant procedure. No device malfunction was suspected. Additional suspect medical device component involved in the event: model #: sc-8120-50 serial #: (B)(4)description: artisan surgical lead, 50cm the explanted device was not returned to bsn.

Event description:
A report was received that the patient will undergo an ipg replacement procedure for unknown reason.

Event description:
A report was received that the patient will undergo an ipg replacement procedure for unknown reason.